Event description:
(B)(6) was made aware of an event which occurred in the (B)(6) involving pentax endoscope model ec-3890li. In the event reported, the user stated that the device have poor image quality. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On (B)(6) 2022, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on (B)(6) 2007 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: poor image quality. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the remote control buttons leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the remote control buttons. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.